Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had foreign material attached to the forceps raising wire. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by the following instructions for use which state: chapter 5: safety in cleaning, disinfection, and sterilization 5.3 precautions for cleaning, disinfection, and sterilization warning the forceps trigger wire channel may not be cleaned and disinfected by the endoscope cleaning and disinfection device. If the forceps trigger wire channel cannot be cleaned and disinfected, clean and disinfect (or sterilize) it according to "chapter 7: cleaning, disinfecting, and sterilizing procedures¿. Olympus will continue to monitor field performance for this device.